Manufacturer narrative:
No safety issues were reported. The customer's complaint that the crew observed a burning smell coming from the autopulse nxt platform (sn (B)(6) was not confirmed during the functional testing. The burning smell observed by the customer is primarily due to oil burning off from the motor as it heats up. No burning odor was noted during the testing, and the nxt platform functioned as intended. The customer's complaint that the nxt platform failed to start twice after a pause was not confirmed during the functional testing and archive data review. However, the archive data indicated that the motor temperature exceeded its thermal limit, reaching 110°c, triggering fault code 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, which stopped the compression during the reported event. The fault code was not reproduced during the testing, and the nxt platform functioned as intended. The archive data indicated fault code 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, confirming the reported complaint. Based on the archive data review, the platform was used for a 21-minute, 43-second treatment session on the event date, during which 1,735 compressions were delivered. The session ended due to a low battery voltage, indicated by fault code fc 1160. Within 10 minutes, the user replaced the depleted battery with a fully charged one. The platform was then used for another treatment session, which concluded after 5 minutes when the motor temperature exceeded its thermal limit, reaching 110°c. This triggered fault code 1290, which stopped the compression and caused the yellow alert triangle indicator to illuminate. The nxt platform passed the preliminary functional test with no issues. The platform was tested using the test manikin until the battery was completely discharged, with no faults or errors detected. Also, checked and verified that the fan was functioning normally.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the crew observed a burning smell coming from the autopulse nxt platform (sn (B)(6)) upon arriving at the hospital during a call. The crew confirmed that the fans were not blocked, and no fluids entered the fan. Additionally, the crew reported that the nxt platform failed to start twice after a pause. The crew had to turn the nxt platform off and then back on for it to work. There was no caution light at any time during the call or its duration. No further information was provided. The patient's status information was requested, but the customer did not provide a response. The performance report from the nxt platform indicated fault 1290 (fault analog motor over temp). No safety issues were reported.